Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The chronic totally occluded (cto) target lesion was located in the left anterior descending artery. A 3.00x12mm promus element plus stent was selected to treat the lesion. The physician was putting the promus element plus on the wire and prior to reaching the guide catheter, the physician noticed that the wire felt sticky. The physician then attempted to remove the stent delivery system to re-wipe the wire; however, the stent delivery system stuck to the wire. The physician pulled hard and the shaft of the stent delivery system broke just past the rx exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The chronic totally occluded (cto) target lesion was located in the left anterior descending artery. A 3.00x12mm promus element plus stent was selected to treat the lesion. The physician was putting the promus element plus on the wire and prior to reaching the guide catheter, the physician noticed that the wire felt sticky. The physician then attempted to remove the stent delivery system to re-wipe the wire; however, the stent delivery system stuck to the wire. The physician pulled hard and the shaft of the stent delivery system broke just past the rx exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned stent delivery system found a shaft polymer extrusion break located approximately 255mm proximal from the tip of the catheter. Therefore the device was received in two sections as a result of this break. A guidewire was returned still inserted in the lumen of the device. Alll attempts to remove the guidewire failed due to the extent of the damage present. Further review found considerable shaft polymer extrusion damage just proximal from the stent and balloon, as the outer profile of the shaft was kinked and also bunched intermittently. Visual examination of the stent found that the stent struts were flared outwardly and bunched, at its proximal edge. The profile of the balloon also appeared to be bunched at this point also. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).